Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows the catheter contained inside a clear plastic bag. The distal extension line appears kinked and missing its luer hub. Definite signs of use were observed. The customer also returned one 3-lumen catheter and two dust caps for analysis. Signs of use were observed. The luer hub was missing from the distal extension line and was not returned. Visual and microscopic analysis confirmed that the separation point on the distal extension line was rough and jagged. Additionally, a kink was observed around the middle of the distal extension line extrusion. No damage was observed to the remaining two extension lines. Visual analysis of the separated hub could not be performed to evaluate the nature of the separation as it was not returned. The kink in the distal extension line measured 47mm from the juncture hub. The outer diameter of the extension line measured 1.69mm, which is within the specification limits of 1.68mm - 1.78mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 1.143mm, which is within the specification limits of 1.14mm - 1.24mm per distal extension line extrusion product drawing. A manual tug test confirmed the other two extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed that the distal extension line was separated from the luer hub. The separated luer hub was not returned for investigation. Based on the customer report and the missing luer hub, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter came apart at the connection point of the thin part during operation." The device was removed and replaced. There was no patient harm or injury. The patient was transferred to another ward.

Event description:
It was reported that "the catheter came apart at the connection point of the thin part during operation." The device was removed and replaced. There was no patient harm or injury. The patient was transferred to another ward.

Manufacturer narrative:
(B)(4).